Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pre-procedure follow-up on (B)(6) 2021. During examination of lead, it was noted that the left ventricular (lv) lead had no capture threshold. During an unrelated procedure it was observed that the lv lead had dislodged. The physician explanted and replaced the lv lead on (B)(6) 2021. The patient was stable before, during, and after the procedure.